Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2024-01057. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high pacing impedance, and high capture thresholds. The lp was removed as the patient began to experience pain. Echocardiogram confirmed the presence of a pericardial effusion with tamponade consistent with a perforation from the lp or delivery catheter. Pericardiocentesis was performed. There were no patient consequences.